Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that the patient experienced recurring incontinence with the artificial urinary sphincter (aus). The aus was explanted and a new device consisting of a 3.5 cm cuff, pump and balloon were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.